Event description:
Customer has requested a quote for hpc water test kit and inquired about loaner availability due to bacterial contamination concerns.

Manufacturer narrative:
A cardioquip customer identified discolored internal tubing within their device and requested to receive hpc testing kits to test for bacterial contamination. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Manufacturer narrative:
A cardioquip customer requested quotes for hpc test kits via phone call in may of 2023 due to bacterial contamination concerns with their mch-1000. The hpc test results exceeded the acceptable limits set by cardioquip. Due to the test results, cardioquip epidemiology recommended that the device receive an internal water pathway replacement. As of the date of this report, cardioquip has received a purchase order for the repair and is awaiting the arrival of the device at the cardioquip facility to begin service.

Event description:
Customer has requested a quote for hpc water test kit and inquired about loaner availability due to bacterial contamination concerns.